Event description:
It was reported that a patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours on the abdomen. The patient called in to a doctor virtually and was diagnosed with an infection. The patient was prescribed cephalexin with a strength of 500 mg, and to take 4 times a day for 7 days.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Manufacturer narrative:
Investigation results found no damages or defects that would cause irritation or swelling at the infusion site. The soft cannula and formed needle were inspected and no abnormalities were found. The cause of the reported skin condition irritation could not be determined. The device generated an 0x6a alarm. Colored water was used for the fluid path test. During the fluid path test the fluid was able to flow freely through the entire fluid path with no signs of struggle. The drive mechanism was inspected and no damages or defects were found that would contribute to the 0x6a alarm. The cause of the alarm could not be determined.